Event description:
Procedure type: low anterior resection. According to the reporter: the stapler cut but did not fire the staples. No patient injury was reported. No further patient or procedure information provided.